Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen is no longer functional. Reportedly, the touchscreen no longer illuminates. Customer's blood glucose level was 98 mg/dl. Customer indicated they have back up insulin pens for continued insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.